Event description:
This is filed to report the mechanical jam, clip opening while locked and foreign body in patient anatomy. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 3-4. During the procedure, the mitraclip xtw (20505r128) grasped with good placement and a good reduction of mr. During the deployment process, the lock line could not be removed. There were no visible knots in the line. The lock line was approximately 150 cm out of the lock lever when it became stuck. The clip was still deployed and clip delivery system (cds) was removed but the lock line remained stuck in the clip. While removing the cds the clip opened to 80-90 degrees. Due to the opening, the mr increased back to 3-4. The steerable guide catheter (sgc) was then removed. The procedure was then ended with the clip stable on the leaflets but the lock line remained inside the patient anatomy. No intervention was completed to remove lock line. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, additional information was received stating after removal of the sgc and cds, the physician cut the lock line and fixated it close to the femoral vein access. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (lock line ¿ inability) was confirmed via returned device analysis. The reported unintended movement (clip open ¿ locked) and improper or incorrect procedure or method (failure to follow steps / instructions) could not be replicated in a testing environment. Additionally, the lock line was observed broken and not returned in full length. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mechanical jam (lock line ¿ inability) associated with the inability to remove lock line was due to the observed knot in lock line and failure to detect the knot. The reported unintended movement (clip open while locked) appears to be due to removal of cds with lock line remained attached. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user error of proceeding to deployment without proper lock line removal. The observed knot in lock line appears to be related to user technique of unwrapping the lock line. The observed lock line break was due to procedural circumstances as the line was cut intentionally. The reported foreign body in patient was associated with a segment of lock line being left inside of patient. The reported unchanged mitral regurgitation (mr) was related to the unintended clip opening during system removal. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.